Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) developed a hematoma one-week post implant. Surgical intervention was performed and the hematoma was successfully evacuated. There were no adverse patient effects reported and the device remains in service.